Manufacturer narrative:
Further information was requested but not received. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
Patient was presented in clinic after receiving inappropriate high voltage (hv) therapy. Upon investigation, the device was found to have reached the elective replacement indicator (eri) due to normal battery depletion and had gone into backup vvi shortly after reaching eri. Technical support was contacted and recommended replacement to address the eri. The patient was stable and will continue to be monitored.

Event description:
Additional information received indicated the device was explanted and replaced to resolve the event. The patient was in stable condition.